Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the descending colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the cautery of the device was not working properly and the snare would not cut. It was confirmed that the snare was securely connected to the active cord and the cautery pin was secure. The generator was switched out; however the snare would still not cut. The snare was then switched with another rotatable snare and the procedure was able to be completed without any issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event: no electrical current. Reported event: loop wire failed to cut. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.